Manufacturer narrative:
Pump error 4 followed by a pump error 15 was present in the device trace download, problem isolated to electronic board stack. Device received with pump error 63, problem isolated to electronic board stack.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump critical block and inverse critical block which did not add to zero and battery failed alarm. The customer¿s blood glucose level was 217 mg/dl. Customer also stated that they reported that hardware low level failures alarm last week. The device will be returned for analysis.